Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 30059556m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: 1. Non-biosense webster inc product - 8.5 sro sheath; 2. Carto 3 system, us catalog #: unknown, serial #: unknown. Manufacturer's reference # (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation to the right ventricular outflow tract (rvot) free wall occurred. It is unknown if the issue occurred during the mapping or ablation phase. The patient¿s heart rate increased. Cardiac tamponade was confirmed by eco. Pericardiocentesis was performed to remove 175ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient required two extra hospitalization days in the intensive care unit (ICU) and one day in step down unit for observation purposes. Patient¿s outcome is fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it was procedure and patient condition related. According to the physician, free wall is a high risk for perforation because of anatomy; in addition, the patient had very thin body type which put her at greater risk. There were no error messages observed on any biosense webster, inc. Equipment during the procedure. Transseptal puncture was not performed. An 8.5 sro sheath was used. The generator parameters included 25 to 30watts and 20 sec lesions. The power did not titrate during the procedure. There was no sudden impedance change or high force during the ablation. The catheter irrigation was set at 17ml/min. The patient received 3000 heparin units as standard practice after sheath insertion. No acts were done. The thermocool® smart touch¿ bi-directional navigation catheter was not in close proximity to another catheter and it was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter.

Manufacturer narrative:
Was reported that a 67-year-old female patient underwent a premature ventricular contraction ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation to the right ventricular outflow tract (rvot) free wall occurred. It is unknown if the issue occurred during the mapping or ablation phase. The patient¿s heart rate increased. Cardiac tamponade was confirmed by eco. Pericardiocentesis was performed to remove 175 ml of fluid from the pericardium. The patient was reported to be in stable condition after pericardial drainage. The patient required two extra hospitalization days in the intensive care unit (ICU) and one day in step down unit for observation purposes. Patient¿s outcome is fully recovered. The biosense webster, inc. Failure analysis lab received the device for evaluation on 11/08/2018. The analysis has completed on 12/11/2018. The device was visually inspected, and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested, and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed, and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).